Event description:
Catheter was used to predilate a very calcified lesion. Balloon was inflated to 8 atm and lost pressure. Dr felt a spicule in the vessel caused a pinhole in the balloon. When the balloon was removed, an anticipated dissection was noted, but the dr felt it was not the result of the pinhole. The catheter was replaced and the procedure was completed uneventfully. No other details were recorded.